Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional review indicates that the consumer has a history of utis and therefore fdp (B)(4) no longer applies to this reported event. Thus, review of the MDR and/or additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient saw a difference in utis; they used to get utis but had not had one in a long time. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had developed a "ral redness" near their vagina. The reporter wanted to know if this was the result of increasing the stimulation level. The patient's general practioner (gp) gave the patient some "special ointment" or the redness and it seemed to help but it kept coming back. The reporter was to follow up with their healthcare professional (hcp) for the issue. As follow up for the uti issue, the patient has "a lot of them" and would get them every couple of months but the exact dates were not known. No additional details were provided and it was reiterated the device "only worked for her uti's and nothing else."